Event description:
A guidewire was allegedly used through a metal entry needle during an angiogram procedure approximately 10-months age. No damage or shearing of the guidewire was confirmed during the procedure. Approximately 6-weeks after the procedure, the patient fell and x-ray was taken of their hip. The radiology report indicated the presence of something in the femoral artery that was allegedly consistent with the appearance of a 5-cm piece of a "metallic guide wire". Imaging tests were repeated with a similar statement in the resulting assessment report. Additional information has not been made available.